Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient was really sick for 2 days after their pump replacement procedure. The patient had nausea, vomiting, itching with no rash, and could not urinate. Per the caller, the patient had these symptoms periodically over the past 7 years, and the symptoms would resolve on their own before they could investigate the pump.